Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the bottom port of the controller looked like there was a bit missing. The a/c adapter and recharger would not stay connected to the device and would just hang loose. As a result of the issue with the controller the patient¿s therapy was off because they were not able to charge. Patient reported they were in pain and they depend on their device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.